Manufacturer narrative:
The root cause for the loosening was unable to be determined. The surgeon believed that the collar of the implant was too small for the cortical rim of the bone. The new implant that was placed had a larger collar. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6) male patient underwent a revision surgery performed by dr. (B)(6) on (B)(6) 2020 due to loosening and migration up into the femur of a segmental stem. The sales representative stated that the surgeon found that the collar of the segmental stem had slipped past the cortical rim of the bone. This led to a two-millimeter shortening of the limb. The surgeon explanted the components, removed length from the femur, and implanted new implants. The segmental stem that was explanted was a canal filling, 20mm x 152mm bowed stem. This was replaced with a cemented, 17mm x 200mm bowed stem. The 12mm tibial poly spacer was removed and replaced with a 10mm tibial poly spacer. A distal femur component, distal femur axial pin, 50mm male-female midsection, and tibial hinge component were all explanted and replaced with identical components.